Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/31/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was observed under microscope and it was observed with one haptics positioned and the other slightly bent and no defects and or scratches were observed in the optic zone. The condition observed could be related to the lens removal. The complaint could not be verified in the returned sample since it was a surgery situation. No product quality deficiency was identified. Manufacturing record review: based on the manufacturing records review and related documents the production order was manufactured according specifications. A complaint history review revealed that no other complaint have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that za9003 monofocal intraocular lens (iol) had to be explanted from patient's right eye (od) due to posterior dislocation of lens. Moreover, there was anterior vitrectomy and there was suture required. Product is expected to be returned. No additional information provided.